Manufacturer narrative:
A ge representative evaluated the system and replaced the camera fuse. System operates as intended.

Event description:
It was reported that the system was not working and would not display images. No patient injury was reported.